Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the hand control for the motor drive unit sometimes did not work at all. The physician was able to get some response when the handpiece stopped working by adjusting the pressure line on the device. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Unable to activate disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05041 and medwatch 2210968-2012-05042. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to have a misalignment due to a bent flex coupler.